Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The cause was unknown. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. As well, as that the pump battery was depleting quickly. The customer¿s blood glucose was 127 mg/dl. Customer declined further troubleshooting with tandem technical support. Therefore, no additional information was provided.